Event description:
"Drill hose blew of motor during surgery. Something hit the surgeon in the face" as reported by sales rep. Follow up determined that the hose detached at the base of the motor where the hose attaches to the swivel. The hose did hit the surgeon and he is reported as being alright. The pt was not impacted and the sterile filed was not compromised. As a precaution the wound site was irrigated and x-rays were taken. After the surgery they found 2 ball bearings on the drape. A back up motor was used for the surgery, there was no significant delay in surgery reported.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The detachment occured between the swivel connector and the swivel hose end. These two parts are held together by ten stainless steel balls that ride in two semi-circular grooves, one groove in each of the mating parts. These balls are kept in their track by a setscrew that is threaded into the swivel connector and held in place by a thread sealer. The setscrew came unthreaded, and the stainless steel balls fell out of their groove through the hole vacated by the setscrew. Once all the balls are out of the assembly, there is no mechanism left to hold the assembly together. It is not clear how the set screw became unthreaded from the assembly.